Event description:
Procedure type: sigmoid colectomy. According to the reporter: the anvil of the device came off of the stapler's central shaft when the stapling was attempted. Surgeon used a second anvil and the original stapler and completed the anastomosis, but there was a leak. The surgery was converted to an open procedure to correct the leak. Another device of the same kind was used.